Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0013079821); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, the valve was partially deployed. However, it was identified that the valve was positioned too shallow, so the valve was recaptured. The valve was then partially deployed for a second time but was recurrently identified to be positioned too shallow. Subsequently, the valve was then recaptured and repositioned for a third deployment attempt at a target implant depth of 3 millimeters (mm). While positioning the valve, an infold was noted. In response, the valve and delivery catheter system (dcs) were withdrawn from the patient's body. A new valve was prepared and loaded into a new dcs. The dcs was then inserted into the patient, and the valve was successfully implanted. Per the physician, the number of recaptures contributed to the valve infold. A 5-minute procedural delay occurred due to the event.

Manufacturer narrative:
Updated data: b5. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, a pre-implant balloon aortic valvuloplasty (bav) was com pleted due to it being standard for the implanting physician. The delivery catheter system (dcs) was then inserted into the patient's body and valve was partially deployed. However, it was identified that the valve was positioned too shallow, so the valve was recaptured. The valve was then partially deployed for a second time but was recurrently identified to be positioned too shallow. Subsequently, the valve was then recaptured and repositioned for a third deployment attempt at a target implant depth of 3 millimeters (mm). While positioning the valve, an infold was noted. In response, the valve and dcs were withdrawn from the patient's body. A new valve was prepared and loaded into a new dcs. The dcs was then inserted into the patient, and the valve was successfully implanted. Per the physician, the number of recaptures contributed to the valve infold. A 5-minute procedural delay occurred due to the event. Additional information was received that the patient's aortic calcification contributed to the infold.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, a pre-implant balloon aortic valvuloplasty (bav) was com pleted due to it being standard for the implanting physician. The delivery catheter system (dcs) was then inserted into the patient's body and valve was partially deployed. However, it was identified that the valve was positioned too shallow, so the valve was recaptured. The valve was then partially deployed for a second time but was recurrently identified to be positioned too shallow. Subsequently, the valve was then recaptured and repositioned for a third deployment attempt at a target implant depth of 3 millimeters (mm). While positioning the valve, an infold was noted. In response, the valve and dcs were withdrawn from the patient's body. A new valve was prepared and loaded into a new dcs. The dcs was then inserted into the patient, and the valve was successfully implanted. Per the physician, the number of recaptures contributed to the valve infold. A 5-minute procedural delay occurred due to the event.

Manufacturer narrative:
Corrected data; b5. Describe event problem. Updated event description to more accurately capture event narrative. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.